Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported receiving a motor error alarm from the insulin pump during a bolus delivery. The potentially significant event leading up to the alarm was the customer going to the airport 8 days before the phone call. It was advised that false motor error alarms could also occur due to reading the sensor glucose graph inappropriately. The customer was advised how to avoid the alarm in the future. The customer's blood glucose value was 124 mg/dl. No further information was provided.